Manufacturer narrative:
Philips service replaced the pcb accom and returned the system to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that system requires two starts; images not passed to workstation on a integris h5000c/allura 9c. The clinical use of the system was in use. There was no reported patient or user harm.